Event description:
It was reported the device was inappropriately pacing and sensing. The device was involved in an incident. No patient complications were reported as a result of this event. Follow-up information received determined there was no patient involvement. Any indication that there was a patient incident was stated by the biomedical engineer to be in error.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The upper and lower cases, ring cover, two side bail covers, and battery drawer were found to be broken, the lcd display was out of specification, with segments missing, and the ring bent.

Event description:
It was reported the device was inappropriately pacing and sensing. The device was involved in an incident. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.